Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. H6: type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery of the patient's anatomy was provided and a tortuous aorta was observed. In this case, deflation inability is unable to be confirmed as neither the device nor relevant imagery was not provided for evaluation. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. Furthermore, no abnormalities were reported during device unpacking or preparation. In this case, review of the provided report of the patient's anatomy revealed some tortuosity in the aorta. Tortuosity can subject the device to twisting/bending, which can temporarily restrict the fluid flow, potentially reducing the effectiveness of balloon deflation. However, without the return of the device or procedural imagery, a definitive root cause remains indeterminable at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. This is one of two manufacturing reports being submitted for this case. Please reference related manufacturer report.

Manufacturer narrative:
The investigation for this report is ongoing. This is one of two manufacturing reports being submitted for this case.

Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement procedure with a 26mm sapien 3 ultra resilia valve, the balloon would not deflate completely, so the team attached a syringe to the delivery system which completely deflated the balloon. After the sheath was removed from the body, it was found to be torn at the liner. The patient also had calcium in the femoral artery prior to the procedure. It was confirmed there was no withdrawal difficulty removing the delivery system through the esheath.